Event description:
Doctor had issues with t2 not deploying and t1 remains in the capsule unsupported. Surgery was completed with another fast-fix device.

Manufacturer narrative:
Device is not being returned for evaluation.